Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the battery of the device was suddenly depleted during an in clinic follow-up. Premature battery depletion was alleged to be the cause of the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) voltage level. Results from electrical and mechanical analysis performed indicated normal functionality. A review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Further evaluation under various pulse amplitudes indicated normal current levels and no sign of premature depletion was observed. A longevity assessment was performed based on field settings and the device was in normal range of operation with appropriate remaining longevity.